Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that the lead migration was due to a patient fall. The complete system was replaced as the system was old. The outcome was not resolve at study exit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 309328, serial/lot #: (B)(4), ubd: 05-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep), as part of a clinical study, regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a decrease of efficacy and a return of urinary symptoms (urinary urgencies). Idiopathic urinary urge incontinence since 2008 was noted as patient medical history. The patient was alive with no injury. The issue occurred during normal use. Additional information was received from the hcp via a rep. It was reported that the seriousness of the event was not serious. The relatedness of the event was not related to the procedure, but related to the lead specifically lead migration. Reprogramming was done on (B)(6) 2019. Ins and lead replacement was done on (B)(6) 2019. The outcome was continuing. Additional information was received from the hcp. It was reported that the cause of the lead migration was not available. The reason that the ins was also replaced was not available. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.